Event description:
On 09/29/1998 the physician was performing a procedure to remove urethral stones. The nurse reported that the physician could not advance the stent through the bridge and sheath assembly because a part of the assembly was binding on the stent. The physician changed the bridge to another instrument they had on hand and tried using an adapter as well. The physician continued to experience the binding and could not pass the stent. The nurse indicated that it may be the sheath causing the binding. The physician continued to attempt to pass the stent and after some time the stent did finally pass. The procedure was completed and no pt injury occurred. The length of the procedure was prolonged due to the difficulty in passing the stent. The instruments are less then 1 year old and they are normally reprocessed using cold sterilization, cidex.